Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported sherlock 3cg tcs sensor is not tracking properly. Unable to obtain additional information regarding tracking issues.